Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise was observed on the right ventricular (rv) pace/sense channel, but not on the shock channel. No pauses in pacing noted. Rv impedances had been fluctuating with both pace/sense and shock since implant. Threshold measurements were also slightly higher. The physician elected to continue monitoring. Boston scientific received additional information approximately one year later that a red alert was triggered for high rv lead impedances. Boston scientific technical services (ts) was contacted for troubleshooting. Ts discussed reviewing lead trends, arrhythmia logbook, review for noisy events, and testing the lead. The field representative checked the lead and was able to reproduce out of range pacing impedances with the rv lead. The elected to go on vacation and wait to return before having a revision performed. The patient was given a magnet in case they were to experience inappropriate therapy from the device. The plan is to bring the patient back in to perform a revision. The root cause to the out of range pacing impedances is not known at this time. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The device was explanted and replaced in august 2016 during a lead revision. There were no allegations or complaints against the device at that time. The device has now been returned (approximately seven months later) and is undergoing laboratory analysis.